Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed sores on his back. The patient does have sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use neosporin and lifevest use was discontinued by a physician due to sores. Follow up indicated that the sores but are healing.